Manufacturer narrative:
For the 3 events reported under exemption number e2012063, all 3 devices were returned. Two (2) events were found to have a root cause of operational context and 1 event was found to have a root cause of handling.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012063 for product code fdi. This report covers 3 reported events of tomes wire broken. Of the events, 1 patient was male. The known patient's age is (B)(6). All other demographic information is unknown.